Event description:
Reporter alleged obtaining a discrepant blood glucose result of 317 mg/dl on advantage system 1 compared back to back with a result of 114 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter stated the cap was left off of the vial of strips for weeks with the first advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with pt identifier (B) (6) for the suspect device used in system 1.